Manufacturer narrative:
The battery 24v 34w was returned to the manufacturer for analysis. The returned battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge before testing. Investigation found that with a load applied consisting of a 500w lamp and under battery power the ups ran for over two minutes before shutting down. It was confirmed that the battery will not hold a sufficient charge.

Event description:
Medtronic received information that, during a cranial resection, the navigation system unexpectedly shut down. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.